Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a technical error (#208) occurred while preparing a novalung console for use. This error code indicates that communication between the flow sensor and sensor box was interrupted, which makes flow measurement and air detection not possible. The error occurred when the console was started and the sensors were connected; there was no patient involvement. Additionally, there were no delayed or missed treatments due to the error. The flow sensor was replaced, and this resolved the reported problem. The sample was reportedly available for evaluation. No photos were provided.

Event description:
It was reported that a technical error (#208) occurred while preparing a novalung console for use. This error code indicates that communication between the flow sensor and sensor box was interrupted, which makes flow measurement and air detection not possible. The error occurred when the console was started and the sensors were connected; there was no patient involvement. Additionally, there were no delayed or missed treatments due to the error. The flow sensor was replaced, and this resolved the reported problem. The sample was reportedly available for evaluation. No photos were provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the flow sensor was returned to the manufacturer for physical evaluation. No visual defects were observed on the sensor and the reported failure could not be reproduced. The sensor was recognized, zeroing was possible, and the sensor was measuring a flow. The alarm #208 indicates an interruption of the communication between the flow sensor and the sensor box; however, a cause regarding the reported incident could not be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances observed during the manufacturing process. Based on review of the device history record (DHR), the sensor box was not affected by a problematic material combination of components. The described situation is adequately addressed in the instructions for use (IFU). Alarm 208 indicates a technical failure of the flow measurement. Per the IFU, if flow measurement/control and air detection is not possible, operation without flow monitoring is not possible, and the console should be replaced. As the failure could not be reproduced when the returned flow sensor was used on a test console, the reported complaint could not be confirmed.